Event description:
Event description guidant received information that this patient had been in a car accident due to a suspected syncopal episode. Device evaluation noted loss of ventricular capture. A lead fracture was suspected, however, the lead seemed fine and the capture issues could not be re-created during lead testing. Therefore, the pacemaker was explanted. A new device was implanted without further incident.